Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon noticed lens opacity the same day post implant. Reportedly, the surgeon also noted no saline in the lens vial prior to lens implant. The surgeon is planning lens explant, but a final decision has not been made. Additional information has been requested but has not been received.